Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead had was part of a system revision due to infection and erosion. Additional information indicated that the patient had bacteremia. There were no additional adverse patient effects reported. This implantable lead was explanted.